Manufacturer narrative:
Investigation conclusion: alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer. Based on the limited information provided, further investigation is not possible at this time.

Event description:
The patient began using the inratio system in approximately 2013 and reported results weekly or bi-weekly to ((B)(6)). The patient's therapeutic range was 2.0 to 3.0. On or around (B)(6) 2016, the patient experienced internal bleeding, a ruptured ovarian cyst, and hemoperitoneum and was treated in the intensive care unit. Per the patient, the inratio system "returned significantly inaccurate inr results, which in turn prevented her medical providers from prescribing a safe and effective dose of coumadin in a timely manner," resulting in the reported injuries. Historical records were obtained from (B)(6). Only a single inr result was reported to (B)(6) in (B)(6) 2016. Furthermore, all inr results around this time were within the patient's therapeutic range of 2.0 to 3.0. The following are historical inr results provided as additional information only by (B)(6): (B)(6). On (B)(6) 2016, the patient requested to be discharged from (B)(6) and stated that she had stopped coumadin use on (B)(6) 2016. No additional information was provided by the patient.